Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the blood glucose was high. The customer¿s blood glucose was 452mg/dl at the time of incident. Customer stated that they wants to increase her sons basal rate higher than 150% to 200%. This was advised by her doctor. The customer's mother declined to troubleshoot for high blood glucose and they treated it with correction bolus. The insulin pump will not be returned for analysis.